Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set, which was connected to an unspecified extension set, was being used to deliver an unspecified concentration of rituxan. After an unspecified length of time in use, the customer contact reported a "few drops" of solution leaked from the connection of the two tubing sets. The solution that spilled was cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.